Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 026, it was reported directly to insulet that patient's cgm was reading 40 mg/dl while the bg meter was reading 325 mg/dl. The patient was wearing an omnipod insulin pump. No patient symptoms were reported. It was stated that the patient went to the emergency room and "sought evaluation". No other specific treatment details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.